Event description:
It was reported to olympus that during a trans urethral resection of bladder tumour (turbt), a flame was observed and a small burn damage occurred on the right hand plastic glove. The doctor did not suffer from burn damage on the skin of the right hand. There was no apparent damage to the cable. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The device was returned to olympus. During their inspection, it was found that the cable near the connector plug was damaged. Additionally, heavy signs of wear and tear were identified on the cable. This is a known type of failure. In the course of time, one or more wires inside the cable can break due to permanent bending/ tensile stress as well as wear and tear. When activating the generator, a voltage flashover at the damaged area might occur. This very likely causes a spark and the separation of the plug. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.